Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced to resolve the event. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-50855 during a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) and right atrial (ra) leads. Provocative testing was performed and the noise was able to be reproduced. Rv and ra lead damage was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.